Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea") and dry eye ("vision/eye problems: dry eye"). The patient was treated with surgery (coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vulvovaginal pain, vaginal haemorrhage, menorrhagia, fatigue, alopecia, migraine, nausea and dry eye outcome was unknown. The reporter considered alopecia, dry eye, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2016 ((B)(6) 2013 in initial source data). Since hysterosalpingogram for confirmation test was performed on (B)(6) 2014 and onset date of events was (B)(6) 2013, the insertion date (B)(6) 2013 was selected for plausibility. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received reporter information was added. Case become incident injury nos replaced by new event added pelvic pain female, vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), fatigue, hair loss, migraines, nausea, dry eye, vaginal pain. Severity added pelvic pain female,vaginal pain. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 834601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, urinary tract infection, cervical biopsy, ovarian cyst and pap smear abnormal. Both ostia were visualized. With her l ostia visualized the essure coils were inserted appropriately without difficulty. 2 coils were visible after insertion. The r ostia was handled in a similar fashion and 4 coils were visible after insertion. Both essure coils were removed and the area around the essure coils as it went into the uterus was carried out in order to do the implantation. Previously administered products included for an unreported indication: amoxicillin, bactrim, vicodin, xanax and ketorolac. Concurrent conditions included uterine fibroid. Concomitant products included fish oil since (B)(6) 2017, linum usitatissimum seed oil (flax seed oil) since (B)(6) 2017 and vitamins nos (multi-vit). On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea") and dry eye ("vision/eye problems: dry eye"). The patient was treated with surgery (coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vulvovaginal pain, vaginal haemorrhage, menorrhagia, fatigue, alopecia, migraine, nausea and dry eye outcome was unknown. The reporter considered alopecia, dry eye, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: previously reported insertion date provided as (B)(6) 2016 trailing coils: left 2, right 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received- lot no,medical history, concomitant drug, reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 834601-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, urinary tract infection, cervical biopsy, ovarian cyst and pap smear abnormal. Both ostia were visualized. With her l ostia visualized the essure coils were inserted appropriately without difficulty. 2 coils were visible after insertion. The r ostia was handled in a similar fashion and 4 coils were visible after insertion. Both essure coils were removed and the area around the essure coils as it went into the uterus was carried out in order to do the implantation. Previously administered products included for an unreported indication: amoxicillin, bactrim, vicodin, xanax and ketorolac. Concurrent conditions included uterine fibroid. Concomitant products included fish oil since (B)(6) 2017, linum usitatissimum seed oil (flax seed oil) since (B)(6) 2017 and vitamins nos (multi-vit). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea") and dry eye ("vision/eye problems: dry eye"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, alopecia, migraine, nausea and dry eye outcome was unknown. The reporter considered alopecia, dry eye, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: previously reported insertion date provided as (B)(6) 2016 trailing coils: left 2, right 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.